Manufacturer narrative:
Additional info catalog and lot #. Update - (B)(4) 2013 - ppd received. Part/lot for the sleeve and stem have been updated. There is no new information that would change the outcome of the investigation. Depuy considers this complaint closed at this time.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).

Event description:
Patient was revised due to pain and fluid. Update litigation alleged the asr hip implant was explanted due to pain, grinding, clicking and/or popping, decreased mobility, joint instability, infection, permanent disability, disfigurement and exposure to excessive levels of chromium and cobalt.

Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.